Event description:
It was reported the customer was hospitalized with low blood glucose on (B)(6) 2015. Blood glucose at the time of admission was 15 mg/dl. Customer stated they were not in a vehicular accident. The customer also reported they could not wake up, prompting their spouse to call 911. The cause of the customer's low blood glucose was unknown. Customer stated they were hospitalized for two months and was in a coma for 10-15 days. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.